Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain /severe frequent abdomen pain"), pelvic pain ("pain / severe frequent pelvis pain") and tunnel vision ("tunnel vision") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 2009), c-section in 2009, allergic rhinitis, backache, streptococcal sore throat and urinary incontinence. Previously administered products included for birth control: mirena from (B)(6) 2010 to (B)(6) 2010; for an unreported indication: cymbalta and medroxyprogesterone. Past adverse reactions to the above products included hypersensitivity with cymbalta. Concurrent conditions included obesity, tiredness, sleepy, insomnia, night sweats, dryness vaginal, libido decreased, ovarian failure, blood follicle stimulating hormone increased, menopausal symptoms, amenorrhea, bacterial vaginosis, loss of energy and nabothian cyst. Family history included malignant breast neoplasm (maternal grandmother and paternal grandmother), hypertensive (father, maternal grandfather), breast cancer (grandmother), cancer (maternal grandfather), thyroid disorder (mother), lung cancer (maternal grandmother), heart disease, unspecified (paternal grandfather), hepatic disease (father) and breast disorder (paternal grandmother and maternal grandmother). Concomitant products included metronidazole (flagyl) since (B)(6) 2017, phentermine, sertraline and sertraline (zoloft) since 2010 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tunnel vision (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia))"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), impetigo ("impetigo like rash"), weight increased ("weight gain"), vision blurred ("blurred vision"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration") and mood altered ("mood change"). On (B)(6) 2011, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), hot flush ("hot flashes and other symptoms"), vulvovaginal pain ("severe frequent vagina pain"), fatigue ("fatigue"), stress ("stress"), oligomenorrhoea ("oligo menorrhea"), menstruation irregular ("symptoms of irregular periods since essure") and menopausal symptoms ("symptoms consistent with menopause"). The patient was treated with testosterone, surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, tunnel vision, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, hot flush, tooth disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, impetigo, weight increased, vision blurred, vulvovaginal pain, memory impairment, disturbance in attention, mood altered, fatigue, stress, oligomenorrhoea, menstruation irregular and menopausal symptoms had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hot flush, impetigo, memory impairment, menopausal symptoms, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood altered, oligomenorrhoea, pelvic pain, stress, tooth disorder, tunnel vision, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful occlusion by essure bilaterally urine pregnancy test was negative. On (B)(6) 2017, surgical pathology report showed, the uterus without fallopian tube weighs 82 grams and measures 8.1 x 4.8 x 3.8 cm. External os measures 1.5 cm in diameter. Endocervical canal measures 3.2 cm in length, endometrial cavity triangular in shape measuring 3.5 ern in length and 3.0 cm in diameter. Endometrium is tan measuring 0.3 cm in thickness. Myometrium is pink fleshy measuring 1.8 cm in thickness. Individual detached tube measures 5.0 cm in length and up to 0.5 cm in diameter. Fimbria is identified and patent. Step section reveals patent lumen. Also present is a small detached fallopian tube and both sides measuring 2.5 cm in length and 0.5 cm in diameter and contains a metallic wire consistent with essure devices. This wire is present in both attached segments of fallopian tube. Diagnosis: intact uterus with two detached fallopian tubes: proliferative phase endometrium, acute and chronic cervicitis, squamous metaplasia and nabothian cyst formation, two fallopian tubes with vascular congestion and essure device are identifiable in both fallopian tubes, see gross examination. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain /severe frequent abdomen pain"), pelvic pain ("pain / severe frequent pelvis pain") and tunnel vision ("tunnel vision") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 2009), c-section in 2009, allergic rhinitis, backache, streptococcal sore throat and urinary incontinence. Previously administered products included for birth control: mirena from (B)(6) 2010 to (B)(6) 2010; for an unreported indication: cymbalta and medroxyprogesterone.. Past adverse reactions to the above products included hypersensitivity with cymbalta. Concurrent conditions included obesity, tiredness, sleepy, insomnia, night sweats, dryness vaginal, libido decreased, ovarian failure, blood follicle stimulating hormone increased, menopausal symptoms, amenorrhea, bacterial vaginosis, loss of energy and nabothian cyst. Family history included malignant breast neoplasm (maternal grandmother and paternal grandmother), hypertensive (father, maternal grandfather), breast cancer (grandmother), cancer (maternal grandfather), thyroid disorder (mother), lung cancer (maternal grandmother), heart disease, unspecified (paternal grandfather), hepatic disease (father) and breast disorder (paternal grandmother and maternal grandmother). Concomitant products included metronidazole (flagyl) since (B)(6) 2017, phentermine, sertraline and sertraline (zoloft) since 2010 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tunnel vision (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia))"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), impetigo ("impetigo like rash"), weight increased ("weight gain"), vision blurred ("blurred vision"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration") and mood altered ("mood change"). On (B)(6) 2011, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), hot flush ("hot flashes and other symptoms"), vulvovaginal pain ("severe frequent vagina pain"), fatigue ("fatigue"), stress ("stress"), oligomenorrhoea ("oligo menorrhea"), menstruation irregular ("symptoms of irregular periods since essure") and menopause ("symptoms consistent with menopause"). The patient was treated with testosterone, surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, tunnel vision, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, hot flush, tooth disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, impetigo, weight increased, vision blurred, vulvovaginal pain, memory impairment, disturbance in attention, mood altered, fatigue, stress, oligomenorrhoea, menstruation irregular and menopause had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hot flush, impetigo, memory impairment, menopause, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood altered, oligomenorrhoea, pelvic pain, stress, tooth disorder, tunnel vision, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful occlusion by essure bilaterally urine pregnancy test was negative. On (B)(6) 2017, surgical pathology report showed, the uterus without fallopian tube weighs 82 grams and measures 8.1 x 4.8 x 3.8 cm. External os measures 1.5 cm in diameter. Endocervical canal measures 3.2 cm in length, endometrial cavity triangular in shape measuring 3.5 ern in length and 3.0 cm in diameter. Endometrium is tan measuring 0.3 cm in thickness. Myometrium is pink fleshy measuring 1.8 cm in thickness. Individual detached tube measures 5.0 cm in length and up to 0.5 cm in diameter. Fimbria is identified and patent. Step section reveals patent lumen. Also present is a small detached fallopian tube and both sides measuring 2.5 cm in length and 0.5 cm in diameter and contains a metallic wire consistent with essure devices. This wire is present in both attached segments of fallopian tube. Diagnosis: intact uterus with two detached fallopian tubes: proliferative phase endometrium, acute and chronic cervicitis, squamous metaplasia and nabothian cyst formation, two fallopian tubes with vascular congestion and essure device are identifiable in both fallopian tubes, see gross examination. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received - new events, "abnormal bleeding (vaginal) , hot flashes and other symptoms, dental problems, hormonal changes, bladder infection, urinary tract infection, vaginal infection, pain, impetigo like rash, weight gain, tunnel vision, blurred vision, severe frequent vagina pain, impaired memory, impaired concentration, mood change, fatigue, stress, oligomenorrhea, symptoms of irregular periods since essure" were added. Historical and concomitant conditions and treatment medication were added. Lab data was added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain /severe frequent abdomen pain"), pelvic pain ("pain / severe frequent pelvis pain") and tunnel vision ("tunnel vision") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 2009), c-section in 2009, allergic rhinitis, backache, streptococcal sore throat and urinary incontinence. Previously administered products included for birth control: mirena from (B)(6) 2010 and mirena from 2005 to (B)(6) 2010; for an unreported indication: cymbalta and medroxyprogesterone.. Past adverse reactions to the above products included hypersensitivity with cymbalta. Concurrent conditions included obesity, tiredness, sleepy, insomnia, night sweats, dryness vaginal, libido decreased, ovarian failure, blood follicle stimulating hormone increased, menopausal symptoms, amenorrhea, bacterial vaginosis, loss of energy and nabothian cyst. Family history included malignant breast neoplasm (maternal grandmother and paternal grandmother), hypertensive (father, maternal grandfather), breast cancer (grandmother), cancer (maternal grandfather), thyroid disorder (mother), lung cancer (maternal grandmother), heart disease, unspecified (paternal grandfather), hepatic disease (father) and breast disorder (paternal grandmother and maternal grandmother). Concomitant products included ibuprofen, metronidazole (flagyl) since (B)(6) 2017, panadeine co (tylenol #3), phentermine, sertraline and sertraline (zoloft) since 2010 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tunnel vision (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia))"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), impetigo ("impetigo like rash"), weight increased ("weight gain"), vision blurred ("blurred vision"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), mood altered ("mood change") and headache ("headaches"). On (B)(6) 2011, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), hot flush ("hot flashes and other symptoms"), vulvovaginal pain ("severe frequent vagina pain"), fatigue ("fatigue"), stress ("stress"), oligomenorrhoea ("oligo menorrhea"), menstruation irregular ("symptoms of irregular periods since essure"), menopausal symptoms ("symptoms consistent with menopause") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with testosterone, surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, tunnel vision, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, hot flush, tooth disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, impetigo, weight increased, vision blurred, vulvovaginal pain, memory impairment, disturbance in attention, mood altered, fatigue, stress, oligomenorrhoea, menstruation irregular and menopausal symptoms had resolved and the headache and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, cystitis, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hot flush, impetigo, memory impairment, menopausal symptoms, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood altered, oligomenorrhoea, pelvic pain, stress, tooth disorder, tunnel vision, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful occlusion by essure bilaterally urine pregnancy test was negative. On (B)(6) 2017, surgical pathology report showed, the uterus without fallopian tube weighs 82 grams and measures 8.1 x 4.8 x 3.8 cm. External os measures 1.5 cm in diameter. Endocervical canal measures 3.2 cm in length, endometrial cavity triangular in shape measuring 3.5 ern in length and 3.0 cm in diameter. Endometrium is tan measuring 0.3 cm in thickness. Myometrium is pink fleshy measuring 1.8 cm in thickness. Individual detached tube measures 5.0 cm in length and up to 0.5 cm in diameter. Fimbria is identified and patent. Step section reveals patent lumen. Also present is a small detached fallopian tube and both sides measuring 2.5 cm in length and 0.5 cm in diameter and contains a metallic wire consistent with essure devices. This wire is present in both attached segments of fallopian tube. Diagnosis: intact uterus with two detached fallopian tubes: proliferative phase endometrium, acute and chronic cervicitis, squamous metaplasia and nabothian cyst formation, two fallopian tubes with vascular congestion and essure device are identifiable in both fallopian tubes, see gross examination. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received: events: headache and bacterial vaginosis added. Event onset date added. Concomitant and historical drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2017, underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2010, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.